Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during use of a dlp aortic root cannulae with vent line, it was reported that the cannula presented a malfunction in the outlet line connected to the cardiopulmonary bypass (cpb) circuit, failing to aspirate the aortic root, suggesting a possible obstruction. The cpb equipment suction lines were tested and found to be functioning properly. The cannula was disconnected and reconnected to the system; however, the issue persisted, and no aspiration was achieved. The use of the device was unspecified. There was no adverse patient effect associated with this event.